Event description:
It was reported that during a gastric bypass roux-en-y procedure, the surgeon purse stringed the anvil head in the gastric pouch, connected the shaft, closed and fired device. After firing, he turned knob 1/4 turn. Device would not come out. He tried several times and then turned knob a bit more. Finally, he opened several turns and pulled out. The anteior side of the anastomosis was torn open and they had to hand sew the entire anastomosis. There was no patient outcome.